Event description:
A revision surgery was performed in 2017 due to femoral component loosening. Femoral component was exchanged. An additional revision surgery was performed on 2019 due to femoral loosening. Legion system explanted.

Manufacturer narrative:
Correct primary part and additional devices related.

Manufacturer narrative:
The associated legion hinge femoral assembly, legion hinge link assembly, legion offset coupler, legion cemented stem, legion tibial baseplate, legion hinge post sleeve and legion guide motion articular insert were returned and evaluated. A lab analysis conducted during this investigation indicated that the examination showed signs of scratches on the femoral component, tibial insert, tibial baseplate, offset coupler, and stem. The femoral and link assembly had a great deal of relatively smooth bone cement remaining on the surface. The indentions found in the tibial insert, offset coupler, and stem were likely caused by explantation. The anterior bolt of the legion hinge sleeve was not received for analysis. The cause of the damage on the baseplate could not be determined from this investigation. No evidence of material or manufacturing deviations were observed in this investigation. Device details were provided. Therefore, the review of the manufacturing records and complaint history was conducted. The review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. The review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. There is no information that would suggest the implanted device failed to meet specifications. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. Our clinical evaluation noted that no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.